Event description:
Overinfusion of a cardiac drug (cardizem) in the e.r. During a code situation. Drug was supposed to be programmed over 10 hrs and drug infused in 45 mins. Pt needed to be admitted to the ICU overnight and was given a bolus of normal saline. No lasting effects. Event log sent to alaris for translation for customers and appeared as a user programming error.